Event description:
The patient reported fluid leaking from a previous implant site. The surgeon decided to open and clean out the old site. When the site was opened, a small piece of retained lead that was adhered to scar tissue was removed from the site.

Manufacturer narrative:
Explanted product was discarded by the medical center and will not be returned for evaluation. This is the final report.